Event description:
It was reported that the patient presented for a follow-up in clinic with discomfort. Upon interrogation, it was noted that the pacemaker exhibited a backup vvi mode. The patient also experienced pocket stimulation. Programming changes were attempted, however, the pacemaker could not to interrogated using inductive telemetry resulting in unsuccessful programming. The patient was in stable condition.